Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the patient¿s sepsis could not be conclusively determined. The patient remained ongoing on heartmate ii lvas until (B)(6) 2019 when the patient ultimately expired due to cardiac arrest. The death was not thought to be device related and the lvad had functioned as intended. No autopsy was performed and heartmate ii lvas was not returned for evaluation. The hm ii lvas IFU lists sepsis, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides care instructions regarding how to prevent infection as well as the recommended actions to take in the event there is an infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2019 as the patients wife thought he was dying. After admission, it was found to be multisystem organ failure. It is known that the patient has a history of liver and kidney failure. During most recent hospitalization, the patient was treated for acute kidney injury, cirrhosis, hypothyroidism, delirium and suspected sepsis. Patient expired on (B)(6) 2019 due to cardiac arrest. No further information provided.